Event description:
Healthcare professional reported "unspecified side implant rupture¿. Device has been explanted.

Manufacturer narrative:
Initial reporter phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, non-penetrating nicks and yellow particles in the shell. The unit is not rupture cloudy and voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.